Manufacturer narrative:
(B)(4). The voluntary user medwatch number is mw5075544. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to three complaint devices used during the same procedure. This manufacturer report pertains to the first capio device, manufacturer report#3005099803-2018-01006 pertains to the second capio device and manufacturer report# 3005099803-2018-01007 pertains to the third capio device. It was reported to boston scientific corporation that three capio slim devices were used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio devices were opened and not working properly. Four sutures had detached needles when used with the three capio devices. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.